Event description:
It was reported that the patient suffered a femoral fracture after a fall. Nothing from the patient's right triathlon knee was removed, but a t2 supracondylar nail was implanted.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient underwent a medical procedure to address a femoral periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the event as it was reported that the patient suffered a fall prior to device failure. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned